Event description:
Pt admitted to hospital in 2001 for congestive heart failure, shortness of breath, edema and fatigue with profound slow pulse rate. Procedure performed on pt was a dual chamber permanent pacemaker implantation. Intervention required following the first procedure. First procedure performed the next day, the second procedure was performed three days later. The second procedure involved atrial lead dislodgement and reposition. The atrial lead was repositioned and manipulated it did not dislodge. A new lead was implanted. Pt tolerated procedure well.